Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx vision balloon ruptured when it was inflated to 12 atm, which is below the device rated burst pressure of 16 atm. Another dilatation catheter was used to post-dilate the stent implant to complete the procedure. Reportedly, there were no patient effects. No additional event or patient info is available.

Manufacturer narrative:
Results & conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, or lesion calcification. Reportedly, the target lesion was mildly calcified, which could have contributed to damaging the surface of the balloon such that it ruptured when it was inflated. However, without a returned device for analysis, a definite root cause for the rupture can not be determined.